Event description:
This adverse event occurred at another facility. This facility changed dialyzers from the fresenius f-series to am-nr-100u for 167 pts. In this hospital, am-nr-100u dialyzers are intended for single use only. Some pts developed adverse reactions during the first dialysis treatment. Nevertheless pts continued to use these dialyzers. Two pts complained of severe chest pain, low back pain and shortness of breath and were hospitalized (pt a and pt b). Other pts who complained but had no reactions are being treated by using am-nr-100u dialyzers. No further problems have been reported. Pt a has recovered after hospitalization, and experienced no problems. Pt a is back using fresenius dialyzers.